Manufacturer narrative:
Sc-8336-70 sn:(B)(6) investigation results: the returned paddle lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that during an implant procedure the spinal cord stimulation (scs) paddle lead was implanted then explanted due to high impedances. A new paddle lead was then opened then implanted. The patient was doing well postoperatively.

Event description:
It was reported that during an implant procedure the spinal cord stimulation (scs) paddle lead was implanted then explanted due to high impedances. A new paddle lead was then opened then implanted. The patient was doing well postoperatively.